Event description:
Health professional reported injecting a "port with methylene blue and there was an obvious leak from the back side of the port. There was no visible leak from the diaphragm, tubing or connection".

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2010. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing".